Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant attempt, the helix would not extend after repeated attempts. Once removed from the body, it took over 30 rotations and the helix finally popped loose. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.